Event description:
Pharmacy technician connected an equashield syringe unit 35 ml (ref: su-35/2, lot#: 2211286a, exp: 2/1/2025) with vial adaptor 20c (ref: va-20c/2, lot#: 23202420, exp: 11/1/2026) while drawing up paclitaxel in a caci. Upon attempting to disengage the syringe unit from the vial adaptor, the equashield cstd component of the syringe separated and remained connected to the vial adaptor exposing the needle that runs through the barrel of the syringe. There was a spill of a few drops of paclitaxel in the caci as a result of this. No harm caused to pharmacy technician operating the devices. No harm caused to patient.